Manufacturer narrative:
Excessive loctite at the posterior shank. Evaluation summary: evaluation of the returned device found the posterior cuff had successfully captured the needle, but failed to be ejected completely out of the posterior foot pocket. When the plunger was removed from the device the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the anterior cuff detaching from the needle as evidenced by the damaged anterior cuff tabs and needle barb. During lab testing, the posterior needle shank was inspected and excessive loctite was noted. Attempts to evaluate the push mandrel travel length were unsuccessful. The loctite was removed and the push mandrel travel length was acceptable. Based on our investigation findings, the root cause for the mislocated posterior cuff remaining inside the posterior foot pocket and subsequent anterior cuff-to-needle tip detachment is excessive loctite preventing the push mandrel from extending flush or past the edge of the needle shank. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device malfunction: mislocated posterior cuff/anterior cuff to needle detachment. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was initially reported that the device was to be returned for analysis; however, no specific information was available. Multiple attempts to obtain specific information were unsuccessful. Upon analysis of the returned device it was found that a mislocated posterior cuff and an anterior cuff to needle detachment had occurred. This would result in a failure to achieve hemostasis.